Manufacturer narrative:
The field service engineer checked the analyzer pressures, levels, and alignments, and performed a precision check successfully. The customer ran calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable crej2 creatinine jaffé gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. On (B)(6) 2022, the initial crej2 result was 2.4 mg/dl. The result was reported outside of the laboratory. The patient's doctor questioned the result as it did not match their previous result. On 21-oct-2022, a new sample was collected and the crej2 result was 0.589 mg/dl. The first sample was repeated and the result was 0.6 mg/dl. The repeat result was deemed correct. The reagent lot number is 627775. The expiration date was requested but not provided.

Manufacturer narrative:
Qc recovery was acceptable. The alarm trace showed multiple abnormal aspiration alarms on the date of the event near the time sample was processed. No further issues were reported after the service visit. The investigation did not identify a product problem. The root cause of the event could not be determined.